Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer rec'd the a-37 alarm and phoned hotline to correct. Troubleshooting conducted and the pump was not programmed correctly. Corrected programming, removed reservoir and rewound to correct concentration. Explained impact of incorrect programming on blood glucose. Customer called back and does not know why pump erased. Checked alarms and found customer rec'd e-03 alarm after a-37. Customer does not remember getting that alarm.